Event description:
It was reported that the patient faced low blood glucose levels on (b)(6) 2026 and treated by glucose tablets.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.